Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lumbar laminectomy with discectomy. Literature review: according to the authors of the article "postoperative cervical cord compression induced by hydrogel dural sealant" there was a case reported of duraseal causing cauda equina compression after a pt underwent a lumbar laminectomy and discectomy complicated by a dural tear. The pt's tear was treated with duraseal and the pt developed symptoms of cauda equina compression 9 days post-op. Emergent exploration and decompression revealed a large amount of blue duraseal was visualized and the volume removed measured 10ml.